Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure while setting up, recoverable faults occurred when attaching the endoscope. Errors continued and the customer stated that the surgeon converted the case to laparoscopic at the start of the call. Prior to the call, the customer stated that they tried 3 different endoscopes. The technical support engineer (tse) reviewed error logs and found multiple 48404 errors. The tse walked the customer through a hard power cycle, and no change. The tse had customers cycle through the 3 endoscopes in the room, but only one worked. The tse had the customer reseat the working endoscope and it stopped working. When endoscopes were plugged in, the following message was displayed: "no video signal check video connection and power". Both leds on the video processor (vp)/endoscope controller (ec) were solid blue. The customer had converted to lap and the customer did not want to bring in another da vinci vsc. The site was proceeding with the procedure with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the endoscope controller (ec) to resolve error 48404. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the endoscope controller (ec) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation reproduced and confirmed the customer reported complaint of getting error 48404. This unit was installed into the test system, and it failed with error 48404 and image turn yellow due to video test. Further troubleshooting found the light engine was the cause of the issue.